Event description:
It was reported the patient has had an increased number of seizures since last being seen on (B)(6). No changes had been made to medications or vns. It was stated the x-rays at that time were benign. No indication if system diagnostics were performed or when last visit was. The x-rays have not been provided for the manufacturer's review to date.